Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed because no product lot number was reported. Omnipod dash insulin management system ¿ user guide: model: 18320. 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports upon activating a pod it was found that the cannula had deployed early. The patient will not be returning the pod as it has been discarded. The pod was not worn.